Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces.

Event description:
It was reported that the insulin pump had button error alarm and no button pressed more than 3 minutes. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be return for analysis.